Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2016-09-30 mfg date: 2015-09-30. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-09-30 mfg date: 2015-09-30. Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650de / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31. Continuation of medical devices: product ID 1650de, serial# (B)(4). Product ID 1650de, serial# (B)(4). Product ID 1650de, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery pins were sharply pointed followed by connection issues with the controller. All associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries were not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "sharply pointed" battery connectors may be attributed, but not limited, to wear and/or handling of the devices. Additional products: battery / (B)(4). Battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of battery (B)(4) revealed that the unit passed visual inspection and functional testing. Failure analysis of batteries (B)(4) revealed that the units passed functional testing. Visual inspection revealed a worn connector indicator arrow, this is an additional observation not related to the reported event. The most likely root cause of the worn connector indicator arrow event can be attributed, but not limited to patient use or due to wear. As a result, the reported event was not confirmed. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / serial or lot#: (B)(6) UDI #: (B)(4) d10: yes, return date: 18-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / serial or lot#: (B)(6) UDI #: (B)(4) d10: yes, return date: 18-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / serial or lot#: (B)(6) d10: yes, return date: 18-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.